Event description:
The customer reported that while the unit was in use on a pt, the display blanked out. After tapping on the screen, the display came back on. The unit continued to assist the pt. No pt injury was reported.